Event description:
The customer called for help with her meter's memory. After accessing the memory, it was discovered the meter was set in mmol/l. The customer was able to reset to mg/dl with assistance. The customer did not allege any adverse events due to the mmol/l readings. The customer was satisfied, and no product will be returned for evaluation.